Event description:
It was reported on april 25, 2024, due to the systemic chemotherapy of the tp regimen, the device was used when there was a need for infusion. The device was operated normally during use. On (B)(6) 2024, a small amount of exudation was found at the puncture port. After consultation, it was found that the catheter was ruptured 3cm away from the puncture port. According to the doctor ordered the catheter to be removed and reinserted. At the same time, lidocaine + dexamethasone was used for local sealing and 50% magnesium sulfate wet compress. The result was: the patient's arm was swollen and he complained of being unable to straighten it. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.